Event description:
It was reported that the patient developed an infection. The patient was transferred to the hospital. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics. The patient underwent explant procedure and was doing well postoperatively. The explanted device will not be returned as per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7165052, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7165057, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 35766767, UDI: (B)(4).